Manufacturer narrative:
(B)(4). Film evaluation results are: a review of pre-implant CT¿s revealed that the patient had a 5 ¿ 6cm diameter taa beginning just distal to the lsa. The thoracic flow lumen diameter just caudal to the lsa measured ~31mm, and distal to the taa was ~31mm. Review of angio images during implant of a another manufacturer¿s stent graft ((B)(6) 2016) revealed that a 38mm x 127mm cook zenith device was implanted into the patient¿s thoracic aorta. Final angio showed that the device was implanted just distal to the lcca, covering the lsa. There was a slight amount of contrast seen filling the taa. The endoleak source could not be determined. The stent graft was patent. The cause of the clinical sequelae reported during implant of the endoanchor¿s (mi and stroke) could not be determined from the films provided. Images during and post-endoanchor implant were not available for review. The cause may have been procedure related; however, it is uncertain if the endoanchors may have contributed. Other manufacturer¿s devices and procedures may have also contributed.

Event description:
Six aptus endoanchors were implanted in patient for endovascular treatment of a type ia endoleak from another manufacturer's stent graft. The stent graft from another manufacturer was implanted in zone 2. It was reported that during the index procedure, after implantation of the sixth endoanchor, the patient became bradycardiac with electrocardiogram (EKG) change. The physician believes that the patient had a myocardial infarction, thus a coronary angiogram with stent implant was performed. The procedure was completed and the patient was transferred to post-anesthesia care unit (pacu). While the patient was coming off the ventilator, the nurse noticed that the patient was out on one side of the body. An MRI was done and stroke was confirmed. The MRI also showed that the patient has air embolism on the right side of the brain with infarction. Per the physician, the exact cause of the events was unknown; however, the physician believes that the aptus device may have introduced air during the implant procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.